Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 55 colony forming units (cfus) of neisseria mucosa, neisseria subflava, and bacillus (ureibacillus sinduriensis). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 cfu of microorganisms per 100 ml resulted. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water. The device evaluation found no reportable malfunctions. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to b3 of the initial medwatch: 14mar2024. This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. The user did not provide information on reprocessing steps. Despite three good faith effort attempts, the user did not reply to inquiry by olympus. We could not conclusively specify root cause of the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.